Event description:
It was reported that the patient presented to the emergency room, and the device could not be interrogated when applying a magnet over the device. No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.